Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-21308. It was reported the patient is experiencing intermittent pain and discomfort at the ipg site. Additionally, it was reported the patient experienced a stroke on (B)(6) 2013 after which she could not feel any stimulation (confirmed by sjm representative). Reprogramming was unsuccessful as the patient felt stimulation in the wrong location. The patient will be getting an x-ray as the next course of action. The patient indicated her pain has improved and is considering having the system explanted.